Event description:
Vns pt had passed away. It was reported that the pt died while hospitalized; however, the reason for hospitalization and the cause of death are not known. No autopsy was performed. The device reportedly explanted and disposed of and the pt was cremated. Treating neurologist indicated that the pt experienced no change in seizure control with the vns therapy and that he was reciving therapy at the time of death. Device diagnostic testing performed at office visit approximatley 2 weeks prior to death was within normal limits, indicating proper device function at that time. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.

Event description:
Further follow-up revealed that an autopsy was not performed. The death certificate listed the immediate cause of death as cardiopulmonary arrest.